Manufacturer narrative:
Age, sex, weight and ethnicity: unknown/ not provided. (B)(4). Device evaluation: one (1) device was returned within its original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. The syringe was not returned. No suction testing could be performed and the reported issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that patient interface had suction loss during laser firing. The procedure was not completed and was converted to photorefractive keratectomy (prk). Prk procedure was performed on (B)(6) 2020.